Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose result. The product is stored according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 220 and 239 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017 (B)(6). Customer compared true metrix to fora care premium. Customer states that she obtained 44 mg/dl with the true metrix meter and 82 mg/dl with her fora care premium meter. Customer states she did not feel any symptoms and could not have been at 44 mg/dl. Customer states she ran a control test, obtained 44 mg/dl and trust the results of her old meter. Customer stores the strips on the dining table. I ran a back to back test with customer fasting and obtained 239 mg/dl and 220 mg/dl. Customer states she never runs that high and ate almost 3 hours ago with her insulin dose given this morning.